Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the final concentration of albumin in the sample was 50860 mg/l (2543 mg/l multiplied by the dilution factor of 20). This concentration is higher than the assay limit of 40000 mg/l for a high dose effect which was assumed to be the cause of the event. The high dose effect is documented in product labeling.

Event description:
The customer received a questionable albumin gen.2 result for one urine sample. The initial result was 373 mg/l with no alarm. The repeat result was > 300 mg/l with a data flag. The repeat result with a 1:11 dilution was 2512 mg/l. With a 1:20 dilution, the result was 2543 mg/l. The customer indicated results were reported outside the laboratory, but it was unclear which result was reported. The customer could not or would not provide information concerning if the patient was adversely affected. The albumin reagent lot number was 604262. The expiration date was requested, but was not provided.